Event description:
The customer's mother reported via phone call that the insulin pump experienced a bolus anomaly. The caller stated the insulin was squirting out during the manual prime process. She stated that the insulin continued to drip after the motor stopped during the manual prime process. She was unable to exit the preparing the prime loop. She stated that they were stuck in the rewind complete/bolus delivery loop. She was advised to hold down act until she received the second series of beeps and/or numbers appeared on the display; she received the second series of beeps. She reported that this issue occurred every single time they primed the insulin pump. She also observed a motor error and button error alarm in the alarm history. The customer's most recent blood glucose was 142 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive arrow buttons due to flattened button dome switches. No button error alarm noted. Unable to verify low battery alarm, battery out limit alarm, bolus anomaly, prime anomaly and motor error alarm due to button keypad anomaly. The motor passed the motor test. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.